Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer accidentally over corrected for a meal bolus. The customer experienced a blood glucose level of 105 (mg/dl) and consumed cookies and juice. Recommendation was made to consult with a health care provider to discuss diabetes management.

Manufacturer narrative:
No failure identified associated with low blood glucose event.